Event description:
This supplemental report is being submitted to provide correction to f6 date.

Event description:
It was reported that during a screening colonoscopy, when angulating the scope, it would lock. The physician was thus unable to disengage during removal of a polyp, causing the colon to tear/perforate. It is unclear if this patient underwent any treatment. The physician stated that the colon was not insufflating during the procedure, and it was unclear if the insufflator malfunctioned or if there was a problem with the scope, or if it was something else. Additional information has been requested and pending information. The customer indicated 6 cases of perforations occurred. Thus, additional 4 cases are reported for perforation. 2 patients had micro-perforations in the colon were treated. 4 patients had surgeries: repair in 1 patient and hemicolectomy in 3 patients.